Event description:
I had essure devices placed in (B)(6) of 2011. By the following summer I was experiencing right side abdominal pain, nausea, and blood in my urine. A cystoscopy, two CT's, and a ureteroscopy showed no signs of problems. A gyn eval also showed no other explanation for my issues, which still persist to date. I have had to abandon my previously active lifestyle because of the pain.